Event description:
On the (B)(6) sysmex (B)(4) reported to cellavision ab that a customer in the (B)(6) had suffered a potential mix-up of patient results on the (B)(6). Sysmex reported that images of individual cells from two different slides, from two different patients, was the same when analyzed on a di-60. The slides had been analysed right after each other. They also reported that the gripper had pushed the shuttle of the feeder cf-60. The incident was discovered by the lab techicians before any results were forwarde to the lis. The analysis results were exported to an export database and were investigated thoroughly by cellavision. The two different slides that were to be analysed will henceforth be referred to as slide b and c. Two analyses that were carried out will be referred to as analysis b and analysis c. After an examination of the database it was concluded that the analysis of slide b and c had both been carried out on slide b. This could be concluded since there were a number of identical images of individual cells, which existed on both slides. These images were not pixel identical, so it could be ruled out that this had been caused by a database problem. When comparing the coordinates of the identical cell images on the slides it was observed that there was a 6 mm offset between the x-coordinates between the location where the two cells had been found during the two different analyses. Furthermore, the database logs show that after the analysis of slide b, the hood of both the di-60 and the cf-60 have been opened. This indicates that, when the shuttle of the feeder cf-60 attempted to fetch a new slide, it was prevented from doing so by a slide already present in the "fetch" position of the shuttle. The most likely sequence of events is that some part of the gripper of di-60, after returning slide b to the shuttle of cf-60 , must have touched either the shuttle or one of the slides, causing the shuttle to be dragged along by the gripper when the gripper repositioned itself to fetch slide c. This caused the shuttle to be in such a position that when the gripper attempted to fetch slide c, the gripper was positioned in front of the recently returned slide b. This also accounts for the 6 mm offset, since the gripper probably moved a bit before bumping into the slide or shuttle. Immediate correction by the service technician from sysmex was to make adjustments on the feeder cf-60.